Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an 8110 gave a channel error because of a bad iui. No patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 09/25/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. No device history search was performed on the 8110 syringe module since no source device serial number was reported by the customer. Probable root cause could not be determined because the reported issue of 8110 gave a channel error because of a bad iui could not be confirmed; no product or device logs were returned for investigation. The reported issue of 8110 gave a channel error because of a bad iui could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. H3 other text : no product returned.

Event description:
It was reported that an 8110 gave a channel error because of a bad iui. No patient involvement.